Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were any concomitant procedures performed? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the patient have an infection? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a surgical procedure on the upper arm on (B)(6) 2026 and suture was used. The patient came to the hospital for treatment due to a sharp instrument injury to the upper arm. The doctor disinfected and cleaned the affected area, and observed that there was an incision of about 3cm at the injury site. The wound was sutured with suture , and after bandaging, the patient was observed in the observation room for 30 minutes before returning home for rest. Post-op, the patient felt a burning sensation in the affected area and persisted on the first day after surgery when they came to the hospital again. The patient had inflammation. The doctor found that the affected area was red and swollen, and the patient reported a temperature of 37.8 degrees celsius and abnormal pain. The doctor immediately performed another debridement treatment and ordered intravenous infusion of 3g of ceftriaxone sodium once a day. After another 5 days of continuous infusion, the patient's temperature gradually returned to normal. On the 6th day after surgery, the patient's symptoms improved. Additional information was requested.